Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient result was obtained on a dimension vista® 1500 system. The discordant result was reported to the physician and questioned. A new sample was obtained from the patient and processed on the same and alternate dimension 1500 systems. The lower result from the new patient sample was considered correct and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated high-sensitivity troponin I (tnih) patient result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a dimension vista® 1500 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (24-dec-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the instrument data logs and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the site. The cse observed aliquot probe and clog detect errors. The cse performed multiple troubleshooting or maintenance service tasks including changing the aliquot probe. They verified and adjusted the alignment of the aliquot probe to the server/positioner of samples racks, small sample container (ssc) sample cups and aliquot plates. Replacement of the aliquot probe is considered normal troubleshooting or maintenance for events of this nature. The system passed performance checks after these service actions. A systemic product non-conformance was not identified with the the high sensitivity troponin I (tnih) assay or the dimension vista 1500 system. The cause of the event is unknown. The customer is fully operational. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00086 was filed on 27-apr-2022.